Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 532 mg/dl at the time. The customer was not feeling good and noticed that her insulin pump was not on. The customer also reported that the battery top compartment where the cap screws in was broken and cracked off. The customer had glued and tapped the battery in place. The customer declined troubleshooting for high blood glucose. The customer was treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken battery tube threads and stripped battery cap(p) coin slot. (B)(4).